Event description:
It was reported that the user became disconnected from the ilet pump for an unknown reason and subsequently observed a purple screen before the pump powered down, after which the device was found to be depleted and required charging. Symptoms included none reported. Outcomes included no reported clinical impact. Investigation included technical support troubleshooting and user guidance to recharge the device prior to further evaluation. Investigation of this case revealed that the pump displayed an abnormal screen and then lost power, and that the device required charging to proceed with troubleshooting; no device damage or user harm was identified. It was concluded that the event involved screen visibility concerns followed by loss of power consistent with a depleted battery, with the device to be recharged and further troubleshooting planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
The returned ilet pump was evaluated after becoming disconnected and displaying a purple, unresponsive screen. Functional testing confirmed the issue persisted despite use of a known-good display assembly, and the root cause was identified as a faulty mainboard. The malfunction was determined to be a hardware failure affecting normal operation and insulin delivery. Findings are consistent with similar prior cases and are addressed through ongoing quality monitoring.